Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed two pump reboots on the event date. During testing, the battery cap secured properly to the pump. The pump was exercised for 24 hours with the returned battery cap, and no power interruptions were observed. The battery cap contact width did not measure within specifications; however, the height was within specifications. The pump case was removed and no internal defects were found. The complaint of intermittent power was not duplicated. Unrelated to the complaint, the display screen appeared dim, faded, and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.